Event description:
The one touch ultra meter would not power on. The customer care rep performed troubleshooting and the reported meter would not power on. The spouse did not report the patient having had any symptoms of high or low blood sugar symptoms at the time of the occurrence. The patient did not seek any medical advice. The patient neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the patient there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.